Manufacturer narrative:
Conclusions: according to the limited received information, the recipient's performance with the device decreased due to ossification of the cochlea and was lately too less. The implant registration card states that ossification was already present during implantation in 2006. Further, only a partial insertion of the array into the cochlea could be achieved at the time of implantation, which is likely a contributory factor for the reported lack of benefit. At last, device investigations revealed the device's housing to be cracked; it cannot be completely ruled out whether the observed damage was already present prior to removal surgery and might have eventually contributed to the lack of benefit, as the available in situ measurements are not recent enough. This is a combined initial and final report.

Event description:
It was reported a decrease in hearing performance with the device due to ossification. There is no accident or trauma reported. Re-implantation was performed on (B)(6) 2019.